Event description:
Reporter alleged discrepant patient blood glucose values of 29g/dl on the inform system compared to a lab measurement of 220 mg/dl when testing was performed 1 minute apart. Reporter stated the patient was not experiencing any hypoglycemic symptoms when the original test was obtained however no action or treatment was reported after the comparison testing. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:lisinopril - unkk-dur - unkprednisone - unkstool softeners - unklantus - 54un when at homenovolog - unk